Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl and baclofen (unknown concentration, fentanyl dose was 146 mcg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient reported that he was having problems with the pump since (B)(6) 2016 and during a pump check, they found a hole in the catheter causing a leak. A partial system explant was to be done. The patient had an appointment on thursday (B)(6) 2016 to replace the catheter. Patient asked if the catheter hole would get bigger by (B)(6) and cause him to overdose on the medication. Patient also asked if the pump itself would need to be replaced since the catheter was going to be replaced. The patient had started on baclofen medication the last time he had a refill. It was reviewed that the catheter hole should not get bigger and medication should go at normal rate. It was also reviewed that the health care professional (hcp) may have to decrease the dosage until surgery and it was up to the hcp to replace the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.